Event description:
Pt had biotronik pacemaker inserted with pulse generator in 2004. Pt returned to surgery 4 days later because pacemaker lead continued to malfunction. Lead was removed and replaced that day. Internal audit revealed this device should have been reported as an MDR by co. MDR submitted by hosp.

Manufacturer narrative:
This is an oral complaint, i.e., the lead was not available for analysis. Therefore the quality documents accompanying this particular lead and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this lead and the product lot. The inspection of the sterilization log documents showed that all sterilization parameters like gas concentration, temperature, humidity etc. Are in their specified ranges. Also the investigation of the microbiologial indicators did show the successful completion of the sterilization process. Biotronik did not receive a similar complaint from any of the products sterilised along with the above cited device. Summary: the device was not available for analysis. There were niether production process no sterilisation process deviations that could have been related to issues mentioned in the complaint.